Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged (60min) procedure? Was there any patient consequence or injury? What medical/surgical intervention was provided? What is the condition of the patient? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m.

Event description:
It was reported that a patient underwent a breast augmentation procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture was not attached to the needle properly as the suture came out of the swage and needle embedded into the pec muscle. It took one hour to locate needle with c arm. No adverse patient consequences were reported. Additional information was requested.